Manufacturer narrative:
Insulin pump received with critical pump error (open book) due to moisture damage at electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported a critical pump error image was found on the insulin pump screen. The blood glucose level was unknown. Troubleshooting was performed. The customer was advised to revert back up plan. The insulin pump will be returned for analysis.